Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the infusion set but occlusion still occurred so they replaced the cartridge, and the occlusion alarm was resolved, allowing them to resume insulin therapy.